Event description:
On (B)(6) 2011, patient reported, the up arrow button on the infusion device is not working. Patient stated the button does pop back up after being pressed. Patient reported he noticed the issue one year ago. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged product for evaluation.